Event description:
It was reported that the pulse generator had a history of the device going into back-up vvi mode. Two of the previous attempts occurred around the patient having a CT scan and electric stimulation therapy but no emi was noted this time. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.